Event description:
Reporter alleged discrepant blood glucose tests during back to back testing. Customer stated glucose measured 174 mg/dl versus 87 mg/dl performed at the same time, 163 mg/dl versus 81 mg/dl performed 2 minutes apart, and 176 mg/dl versus 75 mg/dl when they were compared 2 minutes apart. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.